Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The wds was advanced and deployed in the laa. Position, anchor, size and seal (pass) criteria was met, and the closure device was released. Just after release, the closure device was noted to have shifted. Imaging was done to reassess the closure device. A surgeon was called and discussed next steps. The physicians decided the closure device appeared to be stable and was not continuing to move. The patient was monitored overnight in the cardiac surgical intensive care unit (ICU). A repeat transesophageal echocardiography (tee) was completed that afternoon and again the next morning prior to the patient being discharged. Follow-up tees confirmed that there was no continued device movement. The closure device remained in the same position. No intervention was required at this time. The patient will be reimaged at the routine 45 day follow up. The patient was discharged on (B)(6) 2025.